Event description:
The hospital stated the precision flow humidifier made a "pop" sound, the red general failure light was on, a general fault alarm sounded, and an electrical burning smell was present. Another precision flow was used to replace the first one. The pt was not affected. The unit performed as designed by issuing an alarm and a flashing red light. An investigation of the unit yielded a defective electrical component that caused the malfunction and smell. The electrical components are fire prevention rated but they will melt and produce an odor. The unit was repaired and returned to the customer.